Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed the patient's right ventricular (rv) lead had failed to capture. A chest x-ray was performed which showed the rv lead had dislodged. It was also noted that the patient had cardiac tamponade which was caused by cardiac perforation. The lead was re-positioned on (B)(6) 2020. The patient was stable throughout.